Event description:
It was reported during a prostate procedure, ¿fiber defect¿ @ 5,000 joules was observed. 4 minutes time expended. No additional information available. "No damages to the patient" were reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached at the uv glue zone; the fiber is fractured proximal to glue zone; the heat shrink tube is melted; the glass cap was not returned. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.